Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation of the complained retaining sleeve shows that a part of pitch the thread broke off. We are not able to determine the exact cause of this occurrence. At this point we can only assume that a short mechanical overload caused this damage. The view of the broken surfaces does not show any anomalies of materials structure, which indicates material conformity as well. No product fault could be detected. Not a single use device.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure the retain-sleeve broke. There were no further reports of incidents related to the device and the procedure was completed. This is 1 of 1 report.